Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that they were not getting a reading with the subject meter however they were unsure of what the meter was showing instead. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.